Manufacturer narrative:
A ge oec service representative investigated the issue and via phone support had customer disconnect system, boot workstation only, power down, reconnect c-arm and power up. System worked as expected. No system issue. User set-up error. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 8800 fluoroscopy system would not boot up.